Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 1627487-2020-00617. It was reported that the patient was experiencing a shocking sensation, burning sensation, and pain after undergoing an MRI for 1.5 hours. The patient experienced the shocking once more when the abbott representative attempted to troubleshoot. However, after troubleshooting, the patient reported that the issue had resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.